Event description:
Boston scientific received information that this patient had developed a possible incision infection. The physician does not think it had spread to the pacemaker pocket; however, a pocket revision was performed. The pocket was irrigated and the system was moved to the other side. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.